Manufacturer narrative:
MFR received date: 10 apr 2020. Given that it is unknown if the device was being used for treatment when the reported event occurred, and taking in consideration that this was an inoperable ventilator condition, this event will be reported as a serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04mar2020. B4: 31mar2020. H11: b5: correction to problem description: it was reported that the unit could not powered on and produced an air valve liftoff failure diagnostic code. The replaced power supply assembly was returned for failure analysis. It was determined that a component failure prevented the power supply from operating on alternate current (ac) power. The determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported air valve liftoff failure. The device was evaluated by the field service engineer and the reported issue was confirmed. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the power supply assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.